Event description:
Additional information received reported the patient was diagnosed with stroke approximately seven weeks after the placement of the left lead and one week after the first programming session. The cause of the event was determined and it was non-hemorrhagic stroke on CT-head. There were no device malfunctions or issues. The patient had a (B)(6) percent or greater symptom reduction. The patient had not recovered and the symptoms/issue was ongoing.

Manufacturer narrative:
Additional review determined the following eval code - conclusion was not related to this event.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the patient reported that after the stroke, he did not have tremors, so the device had been off ever since.

Event description:
It was reported that the patient was implanted unilaterally left ventral intermediate nucleus on (B)(6) 2014 and had suffered an ischemic stroke in (B)(6) 2014 in the left hemisphere. The healthcare professional had not believed that it was deep brain stimulator related. The neurologist had turned the patient¿s implantable neurostimulator (ins) off on the day prior to the date of this report in the clinic as they had not wanted the dbs to mask any residual stroke symptoms until post rehab. They were inquiring about programming post stroke. No outcome was provided and it was unclear if the stroke was confirmed to be unrelated. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0njz7, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Date of death is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient had a stroke two months after being implanted in (B)(6) 2014 and went downhill from that. According to the consumer ¿because the lead wire was in the brain they thought it may have something do with the stroke, but this wasn¿t proven or tested.¿ the patient died at the end of (B)(6) 2018, but it was unknown if the death was related to the device, and no autopsy records were available. The consumer was asked if the device was going to be explanted but they didn¿t know. Additional information was received from the healthcare provider (hcp) who stated they understood the stroke was unrelated to the surgical procedure, however, the hcp hadn¿t seen the patient in at least 2.5-3 years because they moved south and no longer had their medical records on site. Relevant medical history includes essential tremor and movement disorders.